Manufacturer narrative:
The hydrus micro-stent was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot, and there were no discrepancies or unusual findings. Cyclodialysis, iop elevation, anterior uveitis / iritis (non-persistent), and inability to implant the micro-stent are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A (B)(6)-year-old male patient underwent cataract surgery on (B)(6) 2020 with attempted implantation of the hydrus micro stent in the right eye. There were no complications during the cataract portion of the procedure, however, during the micro-stent implantation attempt a small cyclodialysis cleft occurred nasally. The patient's anatomy precluded implantation of the micro-stent. Ivantis requested patient follow-up information from the initial reporter who provided the following event details on november 16, 2020. Preoperatively, the patient's intraocular pressure (iop) was 16 mmhg (on 2 iop-lowering medications) with a best corrected visual acuity (bcva) of 20/30-. The inability to implant the micro-stent was likely due to schlemm's canal septa (anatomical restriction). At the one-day postoperative visit on (B)(6) 2020, the patient's iop had increased to 26 mmhg (medicated) and bcva decreased to 20/80; the slit lamp examination showed 4+ cells in the anterior chamber. The patient was prescribed one additional iop-lowering medication and the topical steroid administration was increased from 4 times per day to 6 times per day for one week. At the visit on (B)(6) 2020, the iop decreased to 15 mmhg (on 3 iop-lowering medications) and bcva improved to 20/40. The cyclodialysis cleft closed in one week without additional intervention and the anterior chamber inflammation resolved within 4 weeks. The patient is stable with a good prognosis.